Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd needle eclipse 18x1-1/2 rb had foreign matter. It was reported by customer that black debris found inside the needle cap. Rcc received a complaint via email. Black debris found inside the needle cap, supplier product#: 305766, lot#: 4116849.

Manufacturer narrative:
Our quality engineer inspected the sample submitted for evaluation. The reported issue of foreign matter was confirmed upon inspection of the sample. Analysis of the sample showed a burn mark. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Based on the quality team's investigation, the root cause of this incident cannot be determined. Current controls include a visual inspection for burn marks during the molding in-process inspection. There were no long stoppages of the molding machine during production. Any short stoppages trigger an alarm, prompting the production technician to perform manual purging to remove common defects like short molding. As no similar complaints regarding foreign matter (burn marks) have been received in the past year for this shield batch, and only one piece of the shield is affected, the burn mark is considered a one-time occurrence. Re-training of the production technicians on the procedure for visual inspection defects will be completed.

Event description:
Additional information received on 26nov. 1. Can you please provide an exact date of event in mm-dd-yyyy format? 11/21/2024. 2. When was this defect observed? During or before use? Before use.